Manufacturer narrative:
The customer reported that the exchange of transmitter on this receiver did not resolve the intermittent signal loss issue they were experiencing. The customer previously reported the issue and was told to exchange the transmitter, but the issue persists. Technical service (ts) informed the customer that if it's just happening on one sector (receiver card) then it would mean the actual receiver of the org has gone bad and will need to be replaced. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: the following device was used in conjunction with the org: transmitter: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that the multiple patient receiver (org) receiver card has gone bad and a transmitter is having signal loss . There was no patient injury reported.